Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for the reader. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre readers, no trends were identified that would indicate any product related issues. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued and the customer had reported a signal loss alarm while using the adc device. A customer reported they had not received their reader replacement. As a result, the customer "couldn't control [their] glucose level" and required treatment with insulin (unspecified dose/type) by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued and the customer had reported a signal loss alarm while using the adc device. A customer reported they had not received their reader replacement. As a result, the customer "couldn't control [their] glucose level" and required treatment with insulin (unspecified dose/type) by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Watermark was not observed at the base of the tail. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. The sensor was restored to storage state and activated with a known good reader to receive first 5 ble (bluetooth low energy) packets and first 5 ble packets were received. The blc count and rssi (received signal strength indicator) were present for all packets. No malfunction or product deficiency was identified. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued and the customer had reported a signal loss alarm while using the adc device. A customer reported they had not received their reader replacement. As a result, the customer "couldn't control [their] glucose level" and required treatment with insulin (unspecified dose/type) by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. N/a was selected for g4 as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.